Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Information was reported that the patient stated that the ins is taking longer to charge and the ins is not holding a charge as long as it used too. The caller did not provide specific times for recharging sessions. The caller stated that the patient had a fall and the issues described seemed to have started as a result. The caller stated the patient also noticed a changed in the location of their stimulation. The caller provided the following parameters: (B)(6) duration 0.1 hours, percent charge at end of session 75%; (B)(6) duration 1.5 hours, percent charge at end of session 75%; (B)(6) duration 1.8 hours, percent charge at end of session 50%; (B)(6) 2018 duration 4 hours, percent charge at end of session 100%; (B)(6) 2018 duration 0.7hours, percent charge at end of session 25%. The caller provided the following therapy parameters: a1 2+ 3- 4- 5+ 5.05v 1000us 40hz group imp: 565ohms a2 10+ 11- 12- 13+ 4.1v 1000us 40hz group imp: 564ohms. The rep added a2 at the appointment today. The therapy usage was at 100%. The caller also provided impedances readings: ref 0 a range of 928 - 2141ohms and ref 2 a range of 859ohms - 2077ohms. It was reviewed that the charging consideration and none of the parameters indicated anything out of the ordinary in terms of recharging frequency. The caller will review the information with the patient. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient¿s change in stimulation had not been determined. The patient¿s device was reprogrammed, and the desired coverage was able to be obtained. The change in stimulation had been resolved. The rep indicated that they did not know the patient¿s weight at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.